Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 419388 lead, (B)(6) 2005, 4479 competitor lead. (B)(6) 2004, 0157 competitor lead, (B)(6)2004. (B)(4).

Event description:
It was reported that approximately one week after a device change out and placement of an absorbable antibacterial envelope the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) and lead were explanted and later replaced. No further patient complications have been reported as a result of this event.